Manufacturer narrative:
The reported filter leak was not confirmed by investigation. No samples were returned for investigation. Additionally, no pictures or videos were provided by the customer documenting the reported issue. Therefore, a comprehensive failure investigation cannot be performed and a root cause cannot be determined. A manufacturing record review was completed for lot 929095h and no discrepancies or non-conformances were found that would have contributed to the reported complaint.

Event description:
The event involved a report of chemotherapy leak through the filter of the plum administration set. The drug involved was cyclophosphamide, a cytostatic, and the leak occurred with only 15ml of the infusion remaining. The drug had contact with the patient, however, no harm occurred. It was reported that the set had been used previously with an antibody (polarix (polatuzumab)).